Event description:
Per report received from hong kong, it was a case of an implant of a 29mm sapien 3 ultra resilia valve within a pre-existing non-edwards thv valve, in aortic position by left transfemoral approach. During the procedure, the valve was stuck in the esheath. Upon withdrawal, it was observed that the valve stent had penetrated the esheath. However, no valve damage was identified based on live x-ray imaging. A new kit was prepared to continue the procedure, and the was valve successfully implanted. No injuries occurred. The patient was in stable condition.

Manufacturer narrative:
Investigation is ongoing.